Event description:
Initial results for a patient tsh and ft4 were 0.06 ng/ml for both assays. When repeated, the results were 1.97 and 1.15. The incorrect results were not used to guide patient therapy. The field service representative was unable to confirm that any malfunction of the system had occurred.